Manufacturer narrative:
(B)(4). The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the certas plus valve was occluded after implantation and was revised. The valve was implanted to the patient via vp-shunt due to normal pressure hydrocephalus after sah, with an initial setting of 4. The symptoms of hydrocephalus were confirmed by outpatient examination approximately four months post implantation. The valve setting pressure was lowered, but the ventricle did not be become smaller. Shunt contrast was performed but the cerebrospinal fluid was not flowing to the distal portion of the valve, and valve blockage was suspected. Revision surgery was performed with new valve (82-8805). The surgeon commented that it seems that blood is contained in the valve. Further, the blood seems to adhere to the vicinity of sg. During the shunt contrast was performed, the reservoir was punctured by a 26 g butterfly needle a few times, but spinal fluid was leaking from the reservoir of the removed valve. No further information was provided by the hospital. The product will be returned to your site.

Manufacturer narrative:
The device was returned for evaluation. The position of the cam when valve was at setting 1. The valve was visually inspected; no defects were noted. The valve was tested for programming and passed. The valve was flushed; no occlusion was noted. The valve was leak tested; no leaks noted. The catheters were irrigated, no occlusions noted. The valve was reflux tested and passed. The siphon guard was tested and passed. The siphon guard was removed. The valve was then pressure tested; no issues found. A review of manufacturing records could not be performed, as no lot number information was provided. Based on the results of the investigation, the reported issue could not be confirmed. The device functioned as intended. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.